Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a social media complaint in which a customer reported an unspecified readings issue with the adc device. It was further reported that the customer had contact with a healthcare professional and received unspecified medical treatment however, no treatment details were provided as no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the reader and strip. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a social media complaint in which a customer reported an unspecified readings issue with the adc device. It was further reported that the customer had contact with a healthcare professional and received unspecified medical treatment however, no treatment details were provided as no further information was provided. There was no report of death or permanent impairment associated with this event.